Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) system was unable to convert the rhythm of the patient after induction tests post implantation. The patient was induced into ventricular fibrillation (vf), the first time a shock was delivered and the rhythm self-terminated, the second and third times, the device was able to deliver a shock, however, it was unable to end the rhythm. The device was turned off and external defibrillation had to be performed. Cardiopulmonary resuscitation (CPR) was performed due to the external defibrillator not being able to initially to deliver a shock, once the pads were changed a shock was able to be delivered and the vf ended. The device was analyzed and low out of range shock impedance measurements were observed. It was determined that damage on the insulation of the electrode was the root cause of the issue, which led to this device being compromised after the delivery of a 1ohm shock during the delivery of therapy. Additionally, it was attempted to interrogate the device, however, it was unsuccessful due to the previously mentioned issue. X-rays were performed with no conclusive evidence. Dehiscence of the pocket area was observed. Replacement of both the device and the electrode was recommended. It was decided to keep the device turned off as the patient decided to not have a device replacement procedure. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information received indicates the patient felt a shock-like sensation. Upon device interrogation, both a charge time error (CT) and a long charge time error (lc) were observed. Analysis of available device data confirmed device therapy was turned off and therefore no shock had been delivered. However, it was confirmed the sensation felt by the patient occurred during an automatic capacitor reform. System replacement was once again advised by technical services (ts). This system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h6: patient codes, h6: device codes, h6: impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection identified arc marks on the case of the s-ICD. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a compromised electrode. Testing of this s-ICD found the device did not fully charge and review of device memory confirmed a long charge error had been recorded. The returned, associated electrode was closely examined and found to exhibit evidence that the insulation was damaged, possibly during the device replacement procedure, allowing shock energy to exit the electrode and connect with the device case and cause the observed arc marks. The insulation damage also likely impacted the ability to provide full energy therapy to the patient during the induction testing, resulting in the observed non-conversion, and was the likely cause of the observed low impedance measurements. In conclusion, analysis indicates this s-ICD was damaged after attempting to provide therapy via a compromised electrode.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) system was unable to convert the rhythm of the patient after induction tests post implantation. The patient was induced into ventricular fibrillation (vf), the first time a shock was delivered and the rhythm self-terminated, the second and third times, the device was able to deliver a shock, however, it was unable to end the rhythm. The device was turned off and external defibrillation had to be performed. Cardiopulmonary resuscitation (CPR) was performed due to the external defibrillator not being able to initially to deliver a shock, once the pads were changed a shock was able to be delivered and the vf ended. The device was analyzed and low out of range shock impedance measurements were observed. It was determined that damage on the insulation of the electrode was the root cause of the issue, which led to this device being compromised after the delivery of a 1ohm shock during the delivery of therapy. Additionally, it was attempted to interrogate the device, however, it was unsuccessful due to the previously mentioned issue. X-rays were performed with no conclusive evidence. Dehiscence of the pocket area was observed. Replacement of both the device and the electrode was recommended. It was decided to keep the device turned off as the patient decided to not have a device replacement procedure. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information received indicates the patient felt a shock-like sensation. Upon device interrogation, both a charge time error (CT) and a long charge time error (lc) were observed. Analysis of available device data confirmed device therapy was turned off and therefore no shock had been delivered. However, it was confirmed the sensation felt by the patient occurred during an automatic capacitor reform. System replacement was once again advised by technical services (ts). This system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) system was unable to convert the rhythm of the patient after induction tests post implantation. The patient was induced into ventricular fibrillation (vf), the first time a shock was delivered and the rhythm self-terminated, the second and third times, the device was able to deliver a shock, however, it was unable to end the rhythm. The device was turned off and external defibrillation had to be performed. Cardiopulmonary resuscitation (CPR) was performed due to the external defibrillator not being able to initially to deliver a shock, once the pads were changed a shock was able to be delivered and the vf ended. The device was analyzed and low out of range shock impedance measurements were observed. It was determined that damage on the insulation of the electrode was the root cause of the issue, which led to this device being compromised after the delivery of a 1ohm shock during the delivery of therapy. Additionally, it was attempted to interrogate the device, however, it was unsuccessful due to the previously mentioned issue. X-rays were performed with no conclusive evidence. Dehiscence of the pocket area was observed. Replacement of both the device and the electrode was recommended. It was decided to keep the device turned off as the patient decided to not have a device replacement procedure. At this time, this system remains implanted. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) system was unable to convert the rhythm of the patient after induction tests post implantation. The patient was induced into ventricular fibrillation (vf), the first time a shock was delivered and the rhythm self-terminated, the second and third times, the device was able to deliver a shock, however, it was unable to end the rhythm. The device was turned off and external defibrillation had to be performed. Cardiopulmonary resuscitation (CPR) was performed due to the external defibrillator not being able to initially to deliver a shock, once the pads were changed a shock was able to be delivered and the vf ended. The device was analyzed and low out of range shock impedance measurements were observed. It was determined that damage on the insulation of the electrode was the root cause of the issue, which led to this device being compromised after the delivery of a 1ohm shock during the delivery of therapy. Additionally, it was attempted to interrogate the device, however, it was unsuccessful due to the previously mentioned issue. X-rays were performed with no conclusive evidence. Dehiscence of the pocket area was observed. Replacement of both the device and the electrode was recommended. It was decided to keep the device turned off as the patient decided to not have a device replacement procedure. At this time, this system remains implanted. No further adverse patient effects were reported.